Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation/insufficiency of aortic and mitral valves may be caused by many different root causes. Although the surgeon did not document in the records intervention was indicated, the patient¿s critical condition post-implantation would have prohibited any potential attempt to replace the device. In this case, the patient was critically ill prior to and after the attempted mitral valve repair that was converted to mitral valve replacement. The patient¿s condition continued to deteriorate post-op. Upon evaluating the valve function on post-operative day #1, mild to moderate mitral regurgitation was identified on echocardiogram. The regurgitation could have been related to the patient¿s extremely poor cardiac function, but suture loop, chordal entrapment or alternative factors causing or contributing to the mitral regurgitation could not be excluded with the information provided. A manufacturing deficiency was not identified. Based on the information received, a definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information from the implant patient registry that a patient expired on post-operative day 3 after receiving 31mm bioprosthetic mitral valve. Through medical records, this (B)(6) year old male presented with increasing shortness of breath and severe mitral regurgitation with intermittent atrial fibrillation. He underwent cardiac catheterization and was found to have no evidence of significant coronary artery disease. No evidence of endocarditis on tee, but was noted to have at least moderate left ventricular dysfunction preoperatively and hypotensive. Intra-operatively, after repair of the mitral valve, leakage was noted. The tip of the anterior leaflet on the coaptation surface had a very heavily calcified lesion nodule on it which prohibited a good closure line in the area. At this point, it was decided to replace the mitral valve with a bioprosthetic valve due to patient being so ill and almost in cardiogenic shock preoperatively. The anterior leaflet was then transected and a small pedicle around the major cord in the primary cords from these medial an lateral papillary muscles were preserved. The mitral valve was sized and a 31mm magana valve was put into position and sewn down using the cor-knot device after being prepared appropriately. The valve was tested and noted to be functioning. Then, careful examination was taken in the left intra-atrial septum. There was a very thinned out area of septum with a large flap covering it from the patent foramen ovale. This area was oversewed with suture x3 to completely cover this area. The suture line went all the way to the edge of the left atriotomy. Patient was weaned off bypass and chest was closed. The patient was taken to the intensive care unit in critical condition. Through transfer summary report, after the patient was transferred to the intensive care unit, through the night, patient remained on quite critical with a lactate up into the 20s and ph of 7.255. He was medically stabilized overnight and on the following morning had a lactate down to 10 with a ph of 7.486. A transesophageal echocardiogram was performed which showed a severely reduced left ventricular systolic function with and ejection fraction of 25 to 30. There was a severe global hypokinesis of the left ventricle. The right ventricle was moderately dilated with severely reduced ventricular systolic function, dilated left and right atrium, mild-to-moderate mitral regurgitation with a prosthetic mitral valve. The patient was transferred to (B)(6) for definitive therapy. Through echocardiology report, there is severe biventricular failure. Patient expired at (B)(6) facility.